Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction data: drafting this to capture the below missing information in initial MDR, section d7: if explanted, give date: not applicable, remains implanted in the eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received from customer about the explant date. As a result the below fields & codes have been updated, section d6b: if explanted, give date: (B)(6) 2021. Section h6: patient code 4581 - explant section h6: patient code 2140- glare surgical intervention required section h6: patient code 2227- halo vision- surgical intervention required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is having significant issues with glare or halos at night and blurred vision not pleased with the visual outcome. Patient requested for an explant as he is very unhappy with his near vision of glare or halos, not satisfied with side effects of lenses and visual outcomes. He was not expecting vision to be this bad. Replacement surgery or an explant is yet to be scheduled. Additional information states patient is unable to read well and experienced loss of 2 or more lines not for distance but his near is poor. No further information provided.